Event description:
During pec muscle repair procedure, bone was not dilated when inserting twinfix ti anchor (B)(4). Bone was dilated using a gold awl when inserting 2nd twinfix ti anchor (B)(4). With both of these anchors, the inserters failed under torsion, anchors were not able to be inserted fully and could not be removed. The anchors were left proud and remained in patient. After that, surgeon used three pk anchors, with the three pk anchors, bone was dilated using the silver awl, sales rep recommended to surgeon to use spade bit, but surgeon preferred to use awl. These pk anchors broke in the patient, and were not able to be retrieved. Patient had hard bone. Surgeon completed the repair using a trans-osseous suture technique.

Manufacturer narrative:
(B)(4).